Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body found no anomalies. The helix was extended, with dried body tissue entwined in the helix and dried blood within the helix mechanism. The lead was placed in an ultra-sonic cleaner for 60 minutes, to remove the dried blood and tissue; however, the helix mechanism remained stuck. Electrical testing was performed and the lead was confirmed to be electrically continuous, and an x-ray of the conductor coil found no anomalies. The cause of the stuck helix could not be determined. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observations of dislodgement and diaphragmatic stimulation.

Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead complained of phrenic nerve stimulation. It was determined that the ra lead had dislodged and was now in the patient's superior vena cava. Attempts to reposition the lead were unsuccessful as the helix mechanism was stuck. The lead was explanted and replaced without incident.